Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the communicator would get to about 90% and then it seemed to stall at that point most times when the patient used it. It eventually goes through but could take a few minutes to do so. Reviewed ensuring communicator isn't too close or too far from pump. Rep indicated pump was close to the skin and would have the patient try keeping it a little farther away and see if that was any better. Discussed replacing communicator as next step. Additional information was received a consumer (con) via company representative (rep) stated that they were not able to get the communicator serial number. The cause of the event was unknown. Action: ¿instructed patient to hold it 1cm out away from surface of skin when connecting.¿ outcome: the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.